Event description:
It was reported that during a gastrectomy procedure, the device did not cut completely at 1st firing. The staples were malformed and the tissue bled after the device was released. The procedure was completed by hand-suturing. There was no adverse consequence to the patient.